Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch lot 6008574 in question was manufactured at the reynosa site. The reference samples for the lot 6008574 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 21/jun/2025. All test results were found within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10/10 samples passed the test. Functional test: air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6008574 was manufactured according to the wi version 80 and packaging in the machine 12, on 11/aug/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g06097 was assembled according to the wi version 42, machine mp 04 and 08 on 08-aug-2024, with a total of (B)(4) units each. The lot 4g06098 was assembled according to the wi version 42, machine mp 04, 08 and 05 on 10-aug-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008574 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.